Manufacturer narrative:
The t:slim with ciq technology user guide states: delivering large boluses, or delivering multiple boluses back to back may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus delivery. Customer continued to deliver multiple boluses. Blood glucose level decreased to 33 mg/dl. Customer consumed glucose tablets to address low bg. Customer changed the cartridge to address the occlusion alarms.